Event description:
It was reported that the patient bumped her head and was concerned there may be something wrong with the leads. The patient also stated that she fell down the steps a couple of weeks ago. The patient saw stars as she was falling down the steps, but felt fine after waking up. The patient noted that the doctor turned up the volts and it showed the leads were working. The doctor told the patient the leads were working fine, but she did not know if she trusted that. The patient stated that stimulation did not feel different, but she had noticed a slight return of symptoms. The patient noted that she never had tremor, but the ¿michael j fox dance.¿ the patient sometimes felt like she was ¿going backwards,¿ but the doctor just checked the implantable neurostimulator (ins) and stated they were fine. After the fall the patient had pain in her legs and back, so she saw a pain doctor for this. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-07434 as the patient had two ins¿s and it was unclear if both were the issue.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3387s-40, lot# va01d5k, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# va01d5k, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va01d5k, implanted: (B)(6) 2012, product type: lead. (B)(4).